Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported fell to the side, cracked the screen and the whole screen went white. The customer states its making a lot of noise. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank flashing white lcd display anomaly due to cracked on lcd controller. We were unable to perform displacement, rewind, seating and basic occlusion tests due to flashing white lcd display. The device was received cracked retainer, minor scratched display window and scratched case.